Manufacturer narrative:
Complaint conclusion: while post-dilating an iliac vein with a non-cordis stent, it was reported that when the tech inflated the two maxi balloons (ld 7f 18x6 80cm) and (ld 16x6 80cm) both ruptured before they reached nominal pressure. The balloons were removed without difficulty from the patient. There was no report of patient injury. The devices were store per IFU (instructions for use). The characteristics of the iliac vein are unknown. The bigger balloon ruptured first and then the smaller one. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The contrast media used was isovue. Contrast to saline ratio was 75% saline to 25% contrast. An inflation device was used for the procedure. The same indeflator was used successfully with other devices. A guidewire was not used they went through the sheath. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon ruptured during its initial inflation. The balloon was inflated and inserted into the patient once. No additional information is available. The product was not returned for analysis.  A device history record (DHR) review of lot 17576348 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
While post dilating an iliac vein with a non-cordis stent, it was reported that when the tech went to inflated the two maxi balloons (ld 7f 18x6 80cm) and (ld 16x6 80cm) both ruptured before it reach nominal pressure. The balloons were removed without difficulty from the patient. There was no report of patient injury. The products will not be returned for analysis. The devices were store per IFU. The characteristics of the iliac vein are unknown. The bigger balloon ruptured first and then the smaller one.  There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The contrast media used was isovue. Contrast to saline ratio was 75 saline 25 contrast. An abbott inflation device was used for the procedure. The same indeflator was used successfully with other devices. A guidewire was not used they went through the sheath. There was no difficulty advancing the balloon catheter through the vessel.  The balloon catheter did not kink while being used. The balloon ruptured during its initial inflation. The balloon was inflated and inserted into the patient once. No additional information is available.